Event description:
Nurse removed IV catheter and found only the hub in the pt's hand. The clinician could not locate the catheter tubing. X-rays and interventional radiology studies were performed. All tests were negative. The clinician suspects the catheter fell on the floor and was not seen.